Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose blood glucose of 32 and 26 mmol/l. Customer also reported that the insulin pump had insulin flow block alarm. The customer treated with the insulin pump. The reservoir will not be returned for analysis.